Event description:
The customer reported that a patient on a balloon pump and intubated was receiving fentanyl/versed for sedation and heparin drip. After changing the brain and trying to switch channels over, the brain failed. After trying 4 new channels finally was able to get 2 to work. Channels were tagged and placed in a dirty utility room. There was no report of patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.